Event description:
It was reported that during a procedure to treat a 90% stenosed lesion of the basilar artery, a balloon catheter (subject device) was attempted to be inflated, but there was no response. The balloon was noted to be leaking so it was removed from the patient without clinical consequence. The procedure was completed successfully using another balloon catheter prior to implanting a stent. The patient was reported to be doing well.

Manufacturer narrative:
The subject device has not been returned.

Event description:
It was reported that during a procedure to treat a 90% stenosed lesion of the basilar artery, a balloon catheter (subject device) was attempted to be inflated, but there was no response. The balloon was noted to be leaking so it was removed from the patient without clinical consequence. The procedure was completed successfully using another balloon catheter prior to implanting a stent. The patient was reported to be doing well.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Returned device analysis found a kink on the proximal end. No anomalies were noted with coating. Inspection of the proximal inner lumen revealed a perforation in the shaft. During inflation tests, the balloon failed to inflate because the inflation media was leaking out of the catheter hub from the perforation in the shaft between the guidewire and inflation lumen. Slight friction was noted when inserting a demo guidewire, likely due to the observed kink. The information provided indicated no anomalies prior to use. Based on the investigation, it appears the reported and observed issues occurred from handling damage.